Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported high blood glucose readings. Caller has used manual injections. Caller stated that air bubbles are in the reservoir. Customer stated that he smells insulin. Caller noticed insulin leaking by the second o-ring in the reservoir. The blood glucose reading is 246 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed the leak test and reservoirs passed per specifications. No leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.